Manufacturer narrative:
Product event summary: at analysis the generator failed one device test due to a worn atrial heartwire connector. It was additionally noted that the battery contacts were contaminated. The main board was calibrated, the battery contacts cleaned and new heart wire contacts were placed. A final test was performed on the target tester and it passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.